Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 2.50x32mm promus element¿ plus dug eluting stent was advanced to treat the target lesion, however, the device was unable to cross the lesion. The physician then pushed the device several times and in the process, a part of the stent was lifted. Consequently, the stent was not deployed. The procedure was completed by performing a plain old balloon angioplasty (poba) only, using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).